Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is listed in the direction for use (dfu) as a potential adverse event. (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The 75% stenosed target lesion was located in the mid left anterior descending (lad) artery with a lesion length of 17mm and a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation with an unknown balloon which caused a dissection. This was treated with placement of a 2.75 x 24 mm study stent and a 3.0 x 16 mm study stent to completely cover the dissection. Following post-dilatation with a quantum maverick balloon another dissection occurred distal to the first study stent. This was treated with a 2.75 x 8 mm (B) (4) study stent. There was 0% residual stenosis.